Event description:
The manufacturer received information alleging a ventilator was blowing black particles out of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 09/06/2024 and section h11 should be reported as: the manufacturer received information alleging a ventilator was blowing black particles out of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and, device with contamination inside the blower box and blower, present black particles. During the evaluation, secondary finding was not observed. There was no error code found. The third-party service center concludes that they confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.